Event description:
During a posterior lumbar multi-level t4 to l2 surgery, several issues occurred. The first issue involved two persuaders that were being used at the same time. The first persuader got stuck on the screw and the surgeon was unable to get the persuader off and eventually was able to get it off by smashing it with his hand. He tried using other tools but could not get enough leverage so ended up using his hand to snap the persuader off of the screw. Every tooth broke off on the first persuader and two teeth broke off of the second one. The black piece of plastic snapped off inside the second persuader and jammed it. All pieces were retrieved. Two simple persuaders were then used without a problem.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was received, the investigation is ongoing.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The assemblies were received and were missing the countertorque handles, the reduction inserts were both broken, one had all of the teeth missing and the other was missing three of the teeth. One unit had the threaded tube loose and the other had the tube tight within the assembly. Neither unit meets the specification since the threaded tube cannot be attached to the reduction inserts. The complaint issue is due to an unknown cause. The instrument conformed to dimensional specifications at the time of manufacturing.